Manufacturer narrative:
The event device is anticipated to return to applied medical for evaluation. A follow up report will be provided upon completion of the investigation.

Event description:
Procedure performed: bilateral salpingectomy event description: after the procedure, the doctor put an irrigation vacuum through the 10mm sleeve. As the doctor performed the suction irrigation, the plastic sleeve detached into the patient. The patient noticed the sleeve detached into their body. The doctor was able to remove the plastic sleeve from the patient and there was no patient injury. Additional information provided by "[company representative]" via email on 23apr2026: the patient did not notice the sleeve, as they were under anesthesia at the time of the procedure. The observation was made by the surgeon and myself while viewing the monitor during the end of the case. Type of intervention: removed plastic piece from patient status: no clinical impact. The patient is fine.